Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form near the balloon shoulder at 5atm for 2 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.